Event description:
MFR rec'd implant warranty and registration card for pt which noted that her pulse generator was replaced, however, no reason for replacement was noted. F/u with the surgeon revealed that the pt was experiencing pain at her generator site due to her initially being implanted sub-pectorally, and that the pt underwent a pulse generator relocation procedure where the generator was electively replaced. It was further reported that the new implant was placed subcutaneously and that the pt experienced no further pain following the procedure.